Event description:
As reported through the encircle clinical trial, transthoracic echocardiogram on postoperative day 1 noted mild mitral prosthetic regurgitation on the 29mm sapien m3 valve. The patient was re-admitted to the hospital two days post transcatheter mitral valve replacement due to hemolytic anemia in the setting of the new valve and heart failure exacerbation. The patient presented with dyspnea, fatigue, generalized weakness, subjective fever, chills, new cough and hypoxia. Medication was prescribed to treat the patient's anemia. The patient was discharged in stable condition.

Manufacturer narrative:
Section g4: this device is not sold in the united states, but is similar to edwards sapien 3 valve, 29 mm, model 9600tfx29, PMA number p140031. Investigation is ongoing.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The device was not returned for evaluation as it remains implanted. Imaging was reviewed by a clinical specialist and the following was noted: no perivalvular leak can be seen. Implant looks lower but could be attributable to image quality/view and different imaging modality (tee vs. Tte). No migration/ malposition seen at index. Lvot obstruction could be worse or same as index but difficult to tell from images available, gradient still measuring 2-3 mmhg. There is mild central leak. The complaint for valve central leak was confirmed empirically from the medical records. A review of complaint history did not provide any indication that manufacturing non-conformance contributed to the complaint event. A review of the instructions for use revealed no deficiencies. During the manufacturing process, all sapien m3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. In addition, during valve assembly, leaflet tissue is submitted to thickness measurements. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, patient received implantation of the sapien m3 valve on (B)(6) 2024. Post-procedural echo identified "mild mitral valve prosthetic regurgitation. Very mild periprosthetic regurgitation (anteromedial)." Pod1 echo ((B)(6) 2024) stated "mild mitral valve prosthetic regurgitation. No mitral valve periprosthetic regurgitation." A mean gradient of 5 mmhg and heart rate of 82 bpm were recorded. The patient was subsequently admitted on pod2 ((B)(6) 2024) for hypoxia where evaluation identified that the patient had "mild hemolytic anemia and thrombocytopenia that improved throughout the admission, likely secondary to prosthetic valve as all other workup was negative" and "possible community acquired pneumonia." Review of dock/valve positioning by m3 echo technologist did not confirm malposition of the implants. Based on the available information, the presence of mild mitral valve regurgitation was present since time of implantation. A potential root cause for the occurrence of valve central leak could not be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.